Manufacturer narrative:
MDR 1049092-2024-00054 / device 6 of 13 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports "rough, unpolished eyelets" found on the hm12 catheters. He said the "eyelets still don't look as polished when comparing to others that are smooth. He said he has been using a very strong magnification lens or a microscope he has with an led light to check them through the packaging" ever since his bleeding events described in a previous case and will not use any that don't look smooth to him. He has been setting these aside and not using them. He said 2 look worse than the others he has collected as they have "little plastic pieces" sticking out from eyelets - he labeled those with a "w" on the packaging for worse. No harm was reported for this case.